Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The product support engineer (pse) advised customer to verify the o2 flow with the flow set to 0 and customer indicates that the average o2 flow is 0 lpm. The pse advised the customer to replace the o2 solenoid. Customer also reports that the air flow sensor reads 1.7 with the flow set to 0. The pse advised customer to replace the flow sensor assembly. Follow up with the customer; the customer reported he has not had a chance to repair the device yet. That he would call back if further assistance is required. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the system leak test passes but noticed that if the o2 is connected the pressure continues to rise and does not stop. There was no patient involvement.